Event description:
Pain in anterior knee. Poly exchange done for insert. Patient revised to a 35 x3 patella, 6/11 cr x3.

Manufacturer narrative:
An event regarding revision due to wear involving a triathlon patellar component was reported. The event was confirmed through visual inspection of the photographs provided. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs provided show a recently explanted patellar component. The patella appears to have some damage on the bearing surface. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no confirmation of event, need revision operative report and examination of explanted components. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event relates to revision due to insert wear after approximately 10 years in vivo. The photographs of the explanted poly components confirms wear of the insert and patellar component. The exact cause of the event could not be determined because insufficient information was provided. Additional information including need revision operative report and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pain in anterior knee. Poly exchange done for insert. Patient revised to a 35 x3 patella, 6/11 cr x3.